Event description:
It was reported that the patient experienced circumferential erosion, and urethral atrophy with an artificial urinary sphincter (aus) leading to it being explanted. All components were removed. The patient did not experience any additional adverse events. No more information available at the moment. Should additional information become available, it will be provided.